Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A query of the electronic complaint handling database revealed no other similar incidents reported from this lot. Based on the reviewed information, no product deficiency was identified.

Event description:
It was reported that during a mildly tortuous superficial femoral artery intervention, the 2.5x 60mm fox sv balloon ruptured in the mildly calcified lesion during the third inflation at 15 atmospheres (atm). Another non-abbott device was used to successfully complete the procedure. There were no adverse patient effects or clinically significant delay in the procedure. There was no additional information provided.